Event description:
It was reported that the patient had been experiencing a shocking sensation and "sharp" paresthesia as well as intermittent loss of therapeutic effect after implant. Therapy returned upon palpation, however, once pressure was released, the therapy went away and the patient felt very strong paresthesia. The physician believed that either the extension or the neurostimulator was faulty; therefore, both were explanted and replaced. The cause of the event was unknown, although it was suspected the extension may have been fractured or damaged. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found no anomalies. The long term monitor indicated the ins functioned properly. The connector block leakage test found normal impedances. The trace report was ok, and found the battery at 3.04 volts. The insulation coating, ins can, setscrews, grommets, connector modules and access hole adhesive were ok. The connector ports had foreign material in the ports. The telemetry was ok, there was good stable output on all electrode pairs. There was good stable output on all electrode pairs as received. There were no problems when pressing on the ins can. Analysis of the extension found no anomaly. The proximal end of the extension was ok. There were setscrew marks in the correct location. The conductors, crimp sleeve and outer insulation were ok. The distal end was ok. Continuity was acceptable and there were no shorts between circuits.